Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was intermittently displaying error messages and reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient advised the csr during the call that the alleged issues began on (B)(6) 2016 and that the issues have been intermittent since. The patient claimed that on (B)(6) 2017, the meter displayed an unknown error message, an error 3 and an error 4 and, she also alleged obtaining a blood glucose reading of ¿79 mg/dl¿ which she felt was inaccurate compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments) and denied making any changes to her usual diabetes management regimen in response to the alleged issues. The patient reported that at an unspecified time on (B)(6) 2017, she developed symptoms of ¿dizzy, tingly and numbness¿ and that later that day at approximately 1 p.m., her husband took her to the emergency room (ER) where she received a cat scan, chest x-ray and was treated with i.v dextrose (amp of d50). The patient alleged that at approximately 1.30 ¿ 2 p.m., her blood glucose was tested on the ER device and a result of ¿53 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr was unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly; had expired or been open beyond their discard date. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.